Event description:
The account alleged, the bed has no function. He has replaced the hand pendant and the nurse lockout box without change. He then replaced the control box and the unit would function for a minute and then had no function.

Manufacturer narrative:
The account found the head actuator was causing the fuse in the control box to open. The account replaced the head actuator and the fuse to repair the bed.